Event description:
Boston scientific received information that this during a follow-up of this implantable cardioverter defibrillator (ICD), it was noted that battery voltage was 2.73v and the charge time was 26.1 seconds, but the device had not triggered elective replacement indicator (eri) as expected. There was also an allegation of premature battery depletion. The physician decided to review the patient in two months time and may elect to replace the device after that check. No adverse patient effects were reported.

Manufacturer narrative:
Additional information is expected with regard to this issue. This investigation will be updated should additional information become available.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times, and the eri to eol time period was shortened, due to a higher-than-typical build-up of internal battery impedance.

Manufacturer narrative:
Additional information was received that a surgical procedure was performed and this device was explanted. A new device was successfully implanted. No further adverse patient effects were reported. This device is expected to be returned to boston scientific for analysis. This report will be updated upon completion of analysis.